Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was transferred to the national service center to send the defective evis exera iii colonovideoscope in for repair and to arrange for a loaner. The device was evaluated, and the reported issue was confirmed. No image occurred due to fluid invasion inside the scope. There was leaking between the up/down/right/left control knobs and at the auxiliary water channel at the distal end. The light guide lens was cracked. The bending section cover glue had cracks. The plastic distal end cover and insertion tube insulation was out of standard. The evis image had one (1) white dot. Switch one (1) had a cut. The control knob movement had play. The plastic distal end cover had dents. The objective lens had a tiny chip and the scope connector had dents at the gold pins. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a diagnostic colonoscopy, a b30 scope communication error message occurred when using an evis exera iii colonovideoscope with an evis exera iii video system center. Additionally, when the electrical contacts on the scope were cleaned with seventy (70) percent isopropyl alcohol and the scope was connected to the video system center, an e315 unsupported scope error code/no image appeared. A second scope was connected to the same tower and no errors occurred. The intended procedure was completed with the second scope and no further errors occurred. There was a five (5) minute surgical delay. The patient was under intravenous sedation. No patient harm reported. The device had been inspected prior to the patient coming back to the procedure room and was found to be in working order. It was not until the provider picked up the scope and prior to insertion the picture was lost on the screen.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the final legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the most likely cause of the failure was physical stress or the like, leakage occurred, water invaded the device and abnormality in electrical components occurred. This issue is addressed in the instructions for use (IFU). Users can detect the suggested event properly by handling the device in accordance with the following IFU: ¿inspection of the endoscopic image: perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. ·inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ users can reduce/prevent the suggested event by handling the device in accordance with the following IFU: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.